Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vngd ps open intl fem-rt 57.5 catalog # 183102 lot # 492180, biomet cc cruciate tray 63mm catalog # 141231 lot # 084080, bmet arcom ap pat w/wire 28mm catalog # 11-150825 lot # 958020. Product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently patient was revised due to pain and instability.